Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer¿s blood glucose level. Customer was guided through a pump reset by cts, but the error persisted, leading to the decision to replace the pump.